Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. The issue was resolved through an ipg replacement. Effective therapy restored post-op.